Manufacturer narrative:
D4 - primary UDI number: corrected. D9: date returned to mfg.: 3/28/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, peeling dso seal, scratched lens. Per functional testing, the pump was found to be ~8% over-delivering to the manufacturing specifications. The complaint confirmed. The cause is an out of spec expulsor. Replaced the expulsor assembly to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was dispensing too high. The event occurred during preventive maintenance, there was no patient involved.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.